Manufacturer narrative:
Additional information was received stating a revision surgery was not performed. The wire fragment was removed during initial surgery.

Event description:
It was reported that 8 months after the initial surgery, the patient felt acute internal pain. The complete analysis revealed that the metallic wire had fractured.